Event description:
It was reported that the threads of the mountaineer screw became stripped and the screw head broke off when the surgeon was trying to back out the inserted screw. It was also noted that threads on the polyaxial screw head were compromised. An extractor was used to remove the broken screw shaft from the patient¿s bone. There were no adverse consequences to the patient and no significant delay.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
Visual inspection of the returned mountaineer m/l screw 3.5x24mm noted that the inner hexlobe of the polyaxial screw sphere had been stripped. It was also noted that the polyaxial screw fractured at the transition of the screw¿s sphere to the screw shank. The polyaxial¿s tulip head as well noted a series of ridges on the tulip¿s head surface. Product sample was then sent to the lab for a fracture analysis. Optical images of the screw¿s components were taken. Results show evident damage to the screw tulip head and the fractured screw shank. The fractured surface characteristics were damaged during the removal process. Due to this damage, an analysis of the fractured characteristics and a potential failure mode cannot be determined at this time. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) for the mountaineer m/l screw 3.5x24mm was conducted; no discrepancies were observed during the manufacturing process. As such, no issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the mountaineer m/l screw 3.5x24mm was conducted on the product family because of a similar top loading geometric design and functionality of the tulip head. It was noted that there were no related complaints for issues of this nature. Review of complaints found no significant trends. The root cause of the screw stripping cannot positively be determined at this time as the fractured surface characteristics were damaged during the removal process. As such, due to this damage an analysis of the fractured characteristics and a potential failure mode cannot be completed. Additionally, the noted visual damage to the tulip head is not indicative of the complaint description. No corrective action/preventive action (CAPA) is required at this time as there has been no issue identified in the manufacturing or release of the device, and there has been no systematic trend. Therefore, this complaint will be closed with no further action required.